Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to unspecified issues. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.